Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank screen. It would not switch on. There were cracks near the insulin pump¿s reservoir window. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device received with scratched display window cover, minor scratched lcd window, minor scratched lcd window, keypad overlay texture damage, faded serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir properly due to missing retainer. No blank display noted during testing.